Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reported the adhesive from the infusion set was not sticking to the patient's skin. The caller reported she noticed the smell of insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The returned used samples had the protective cover over the tape removed, so it was not possible to visually inspect how much glue was on the tape.